Manufacturer narrative:
Should add'l info becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2006, a monarc subfascial hammock was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged "after, and as a result of the implantation of the products" the plaintiff "suffered serious bodily injuries, including, but not limited to, pelvic pain, urinary problems" and other damages. It was also alleged the plaintiff "experienced significant mental and physical pain and suffering, has undergone a surgical procedure" and "has required add'l medical treatment, and has sustained permanent injury."